Manufacturer narrative:
B2. Other - baclofen withdrawal d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 21-nov-2027, UDI#: (B)(4), implanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 299 mcg/day) via an implantable pump for unknown indications. It was reported that the patient was showing withdrawal effects. An agent transferred them to the national answering service (nas) to page a manufacturer representative (rep).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the patient's withdrawal was not really determined, but it was theorized that the patient was bent forward in a certain way that led to a kink in the proximal anchor. The patient's withdrawal occurred while he was inpatient and he was treated with oral baclofen and valium. The patient's withdrawal resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.